Manufacturer narrative:
Reference MFR report # 2916596-2016-01098 for the patient¿s previous driveline replacement. Approximate age of device ¿ 4 years. The pump and driveline were returned in three parts. The pump was returned with the driveline cut approximately 1 inch from the pump housing. The internal driveline segment was approximately 13 inches and was returned with the outer velour covering removed and outer silicone jacket partially removed. The approximately 22 inches external driveline segment was returned with the previous repair site present approximately 18-22¿ from the metal connector. Continuity testing of the three driveline segments found all wires were electrically intact. The previous repair was examined and was found to be unremarkable. Examination of the 22 inch driveline segment extending from the metal connector and the 1 inch driveline segment extending from the pump housing found no area of compromised wire insulation. Examination of the 13 inch internal driveline segment found a kinked area with shield breakdown and a breach in the clear bionate, approximately 10-11 inches from the proximal end of the segment, originally located about 11-12 inches from the pump housing. Examination of the underlying wires found breaches in the black, brown, red, orange, and green wire insulation. The observed wire damage appeared to be the result of fatigue due to abrasion against the braided shield. If any of the exposed conductors contacted the braided shield while the patient was operating on a tethered power source, such as the power module with the patient cable, the resulting short to ground could have caused the low speed event and associated alarms. The reported event also could have been caused by a phase to phase short, which would occur if the exposed conductors of any two wires from different phases contacted each other or simultaneously contacted the braided shield while the patient was operating on tethered or battery power. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient presented to the clinic with complaints of lethargy on (B)(6) 2016. The system was connected to the power module and interrogation of the system controller history reportedly did not reveal anything significant. Shortly after, driveline disconnected and power off alarms were received. At the time of the alarm, the driveline was secured and locked in. The patient was reportedly asymptomatic. The patient had recently undergone a driveline replacement on (B)(6) 2016. On (B)(6) 2016, the manufacturer's technical services representative arrived onsite for a driveline evaluation. Phase interrupter tests were performed and no open wires were found. The patient did not experience the alarms when supported by the power module using a modified ungrounded patient cable or when supported by batteries. Review of an x-ray of the patient's driveline revealed a potential area of concern was found. On (B)(6) 2016, the patient underwent a pump exchange for a suspect short to shield condition in the internal portion of the driveline. The pump was returned for analysis.